Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 68 (mg/dl). Reportedly, the customer believed that their low bg level was caused by increased stress in their personal life. Customer consumed carbohydrates to treat their bg levels, and subsequently, experienced an elevated blood glucose (bg) level of 399 (mg/dl). Customer administered a bolus to treat their elevated bg level. Recommendation was made to consult with their health care provider to discuss diabetes management.